Event description:
Info we rec'd on 8/20/2009 stated that the doctor had a pt where he recently removed a miniarc sling due to erosion. Pt was originally implanted about 2 years ago. Ams has requested add'l info; and no further info has been provided.